Event description:
Report received from the USA stating that the device had a hole in the hose (excluding rupture). The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device was evaluated and the reported condition of "hole in hose" was not confirmed. If add'l info is received, a supplemental report will be sent.